Event description:
Experienced hives over body attributed to heparin flush for central line. Heparin was from affected lots recalled by MFR that were determined to cause allergic reactions. Dose, frequency & route used: 3ml IV, therapy dates: 2008. Diagnosis for use: port care. Event abated after use stopped or dose reduced. Yes.